Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. (B)(6). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had a sticky trigger and would not run. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the sagittal saw with key device failed the leak tightness test, had component damage, had a sticky trigger, the device would not run- defective trigger, the thread saw coupling was damaged, and would not run. It was further determined that the device failed pretest for leakage test, check coupling screw of saw blade coupling, check saw blade coupling, check for sticky trigger, check the function of the device, and check oscillation frequency. It was noted in the service order that the equipment did not work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.